Manufacturer narrative:
Reported event: it was reported that a 4.0 bone pin got stuck in a 4.0 short pin stabilizer. It was noticed when explanting a tibial 4.0 bone pin, it became stuck in the stabilizer. At the end of the case, a metal cutting burr was used to cut the stabilizer so that it could be removed from the patient¿s tibia. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 19171117 and accepted into final stock on 03/15/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to 112680, lot 19171117 shows 02 additional complaints related to the failure in this investigation. Complaint investigation(s) (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. Device not returned.

Event description:
4.0 bone pin stuck in 4.0 short pin stabilizer. Noticed when explanting a tibial 4.0 bone pin, it became stuck in the stabilizer. At the end of the case, we took a metal cutting burr and cut the stabilizer so that it could be removed from the patient¿s tibia. Case type: pka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
4.0 bone pin stuck in 4.0 short pin stabilizer. Noticed when explanting a tibial 4.0 bone pin, it became stuck in the stabilizer. At the end of the case, we took a metal cutting burr and cut the stabilizer so that it could be removed from the patient¿s tibia. Case type: pka.